Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction stopping all insulin deliveries. During troubleshooting with tandem technical support the malfunction was able to be cleared. Customer had elevated blood glucose levels (245 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels.